Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 (mg/dl). Customer changed their infusion site and administered a correction bolus. Customer's bg level at the time of the call was reported to be 200 (mg/dl). Although requested by tandem technical support, customer declined to perform troubleshooting for the pump or to discuss the elevated bg event in further detail.